Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 64.0 cm, 136.0 cm and 138.0 cm from the proximal end. The pusher assembly was fractured approximately 137.0 cm from the proximal end. The pusher assembly mid-joint was retracted within the introducer sheath friction lock. The embolization coil was undamaged and detached from the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted within the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of its introducer sheath. Forceful advancement of the device against this resistance likely resulted in a kink in the pusher assembly and subsequent fracture which were observed near the pusher assembly mid-joint. Further evaluation of the smart coil revealed a detached embolization coil an additional kink. This damage was incidental to the complaint. The embolization likely detached due to the fractured pusher assembly, resulting in the pull wire being retracted out of the distal detachment tip (ddt), which allowed the coil to detach from the pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using penumbra smart coils (smart coil). During the procedure, the smart coil would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.